Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that threshold suspend did not alarm until blood glucose was below threshold suspend setting. It was reported that customer's blood glucose was 60 mg/dl at 8:15 am and threshold suspend did not alarm until 8:20 when blood glucose was 53 mg/dl. Customer's mother checked blood glucose and it was actually 42 mg/dl. Low blood glucose was treated with honey. Caller was advised on reason for the delay in alarm.